Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -7.50/1.5/089 (sphere/cylinder/axis) into the patient's right eye (od). The lens was implanted and removed for a shorter length lens.